Event description:
Allegedly, patient revised due to mom complications: pain; pseudotumors. Intraoperatively, corrosion on modular neck. Right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00800, -00801.